Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) became disabled after an error occurred, with the procedure already completed using three usms at the time of the call. Troubleshooting first involved explaining that the disabled button may have been pressed after the error and that the issue was expected to have been resolved by performing a power cycle. It was also noted that a log review was planned, with a follow-up call to occur after the logs were reviewed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system which initially powered on with no errors. Dvstat was not contacted for troubleshooting. The customer completed the procedure using three arms because the issue occurred near the end of the procedure and the arm had to be disabled. After the procedure, a power cycle was performed, which resolved the issue. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) explained that the customer performed a power cycle to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.